Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reoccurred and acknowledged this guidance.